Manufacturer narrative:
Corrected data: upon quality assurance evaluation, it was noted that the main affected part was the pegged glenoid implant, part # 520-01-250, lot # 193g1100. Manufacturer narrative did not change.

Manufacturer narrative:
Corrected data: date of birth was reported as (B)(6)1938. Corrected to (B)(6)1938.

Manufacturer narrative:
The reason for this revision surgery was the patient had an issue possibly during rehabilitation. The in-vivo length of patient service for the implant was 2.2 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was given to the patient by the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the glenoid loosening. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient nonconformance with medical instructions, loose joints from inadequate soft tissue support, degenerative bone, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having had the contralateral (right) side done on (B)(6) 2017 and subsequently having an issue with original (left) side, possibly during rehabilitation. The glenoid component aseptically loosened and was easily removed, then subsequently converted to a reverse using conversion module (initial stem left in).